Manufacturer narrative:
E1 - phone: (B)(6). Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This is a case of implant failure due to an insurmountable stenosis; therefore, there is no issue regarding the safety of your prosthesis.